Event description:
The guide wire was flushed and the stent delivery system was advanced over the guide wire. Because it was thought that the guide wire was not sufficiently flushed it was retracted back 2 cm on the guide wire. During the flushing procedure, a part of the stent deployed unintentionally. The stent was not used. The stent was outside of the pt at the time the event occurred.